Manufacturer narrative:
Investigation: since no batch number, samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. DHR could not be performed due to unknown lot#. Complaint was not confirmed and root cause undetermined.

Event description:
It was reported that the cathena 20gx1.00in straight bc experienced needle breakage. The following information was provided by the initial reporter; staff member was prepping to cannulate & noticed it looked odd. The very tip of the cannula came off when she removed the stylet. The piece is only a fraction of a millimeter. It may still be in the packaging.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the cathena 20gx1.00in straight bc experienced needle breakage. The following information was provided by the initial reporter; staff member was prepping to cannulate & noticed it looked odd. The very tip of the cannula came off when she removed the stylet. The piece is only a fraction of a millimeter. It may still be in the packaging